Manufacturer narrative:
(B)(4). Date sent: 12/2/2021. Additional information received: the device had no problem during use, and the deployed staples were formed properly. It was assumed that bleeding was not from the staple line since it occurred post operative. No additional treatment was required for a granulation and a melena. The patient was discharged from the hospital. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.

Manufacturer narrative:
(B)(4). Batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing documentation could not be completed as the lot/ batch number was not provided. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Attempts are being made to obtain the following information. To date no response has been received. Should the additional information be obtained at a later date, a follow-up report will be submitted. What was the age of patient? (Please confirm). What was the indication for procedure? What was the procedure? Was a 60mm device used? (Please confirm). On what part of the rectum was the device fired? What was the cause of the bleeding? Where was the bleeding? Was a second procedure performed? If so, what was the second procedure? The event states another device was used. Was that for the first or second procedure? If so, what device was used?

Event description:
It was reported that during a laparoscopic pediatrics procedure, it had been two months since the surgery was performed, but there had been something like a granulation near the deployed staples, and a melena was observed. The device was used on the rectum. Another device was used to complete the case. The patient is ''(B)(6)'' years old. The patient is hospitalized. No further information is available.